Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. Visual inspection revealed burned pins located on the power flex. The service technician replaced the power flex circuit and issue was resolved. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA".

Event description:
The customer reported model palmtop ventilator revel has a burnt lemo connection on the ventilator. At this time, it is unknown if there was any patient involvement associated with the reported malfunction.